Manufacturer narrative:
The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The pump was also received with a blank display. Unable to perform the self test, sleep current measurement, and active current measurement due to blank display. Unable to download history files due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Cosmetic damage was confirmed at the back of the pump. Exposed to moisture confirmed. Blank display confirmed. Unable to upload/download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture and fluid was present in battery compartment. Customer reported damage to the battery cap. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.